Event description:
It is reported that the patient received a metasul head 40, 12/14, size s/-3.5 on the right side on (B)(6) 2012 and is experiencing lateral hip pain. A leg length discrepancy of 0.5 cm is observed on the left.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available that change this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).